Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, multiple episodes of the non-sustained right ventricular oversensing due to post-paced t-wave oversensing was observed. The issue was resolved by reprogramming of the device according to recommendations of a technical support representative. The patient was stable.